Event description:
Device has been replaced.

Event description:
Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening curved. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: in the photo it is not appreciated if the device is broken or intact. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported pain, rupture, and a folded appearance. Left side. Device explanted